Event description:
Pt states tpn pump "free flowed" over 3 hrs..bag vol-1540 initially. Vol. At time pt stopped pump + disconnected 350ml. Pump res. Vol on screen @ disconnect time -1350 ml. Pt had n/v/d & gl pain as result. Paged rph on call.he had rn call pt back. Rn instructed pt to d/c tpn + flush groshong. F/u call to pt done 1/9/98. Pt had recovered from n/v/d